Manufacturer narrative:
(B)(4). Date sent: 4/27/2026. D4: batch #632d53. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The staple line and cut line were complete and the staples met the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted and no malformed staples were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 632d53, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the stapler fired normally on the first firing. On the second firing to staple the ductus during a laparoscopic cholecystectomy using a white reload, some staples closed while others did not, requiring oversewing with a v-loc suture; the procedure was delayed by approximately 15 minutes. There were no patient consequences reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2026. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.